Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter defibrillator exhibited backup vvi operation. The device was reprogrammed successfully. Patient was asymptomatic and stable.

Manufacturer narrative:
Correction: communication or transmission issue